Manufacturer narrative:
As reported, a 120cm outback elite re-entry catheter broke during retraction, which was likely in reference to the severe kink found during analysis of the device. Additionally, there was resistance or difficulty removing the outback elite from the patient. There was no reported patient injury. The user was trained with the device. The device was stored per labeling and opened in a sterile field. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. All specified ports were flushed. The ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. A crossover approach was made with a 6f 45cm non-cordis guiding sheath. The vessel was very hard. Placement or manipulation of any of the ancillary devices (sheath, gw, gc) were not problematic during the procedure. There was no difficulty advancing the outback over the guidewire or over the iliac bifurcation. There was no difficulty getting to the target lesion. The guide wire was delivered successfully and passed the lesion. The lesion was treated successfully. It was reported that ¿(t)hey had problems to remove the outback after use. But they have no idea why¿. The event did not cause a clinically relevant increase in the duration of the procedure. One non-sterile outback elite 120cm re-entry unit was received for analysis inside a plastic bag. The cannula needle was received fully retracted (not deployed). Per visual analysis, a severe kink was observed on the body/ shaft of the unit at 5.5 cm from the catheter distal tip. No other anomalies were found. Note: the outback elite catheters are packaged with the cannula deployed. Functional test to determine the level of functionality of the returned device was intended to be performed with no success. The cannula could not be advanced via distal movement of the deployment slider, most probably due to the severe kinked condition of the unit as received. Per dimensional analysis, the usable length as well as the outer shaft (od) of the outback elite were measured and found within specification. Per microscopic analysis, the unit was thoroughly inspected under the vision system and no anomalies were found on either the nosecone, on the outer collar, or the keyed housing components of the distal tip. However, scrapping and laceration damages could be observed on the surface of the body/shaft material near to the kink. Per additional analysis, the body/shaft of the unit was cut on both sides of the observed severe kink to inspect the cannula/needle conditions at the kinked area looking for additional damages (for example, fracture/ separation). The cannula needle was taken out from the body shaft interior and microscopically inspected. Per the vision system inspection performed, no fracture/ separation was observed on the cannula/needle at this point. However, it was observed equally severely kink damaged as the body shaft was. No other anomalies were found. The product history record (phr) review of lot 17823762 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cto catheter system- withdrawal difficulty¿ was not confirmed through analysis of the returned device and due to the nature of the complaint. Additionally, the reported damage coded as ¿cto catheter system kinked/bent¿ was confirmed due to the severe kinked condition and damages noted to the received device. However, the exact cause of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and the product analysis, the damages noted to the device could have been due to the procedural/handling factors or the lesion/vessel characteristics as evidenced by the scrapping and lacerations noted during analysis. It is also possible that the severe kink led to the withdrawal difficulty experienced; however, there was no information on whether the kink occurred prior to or after the withdrawal difficulty. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ during final inspection, several tests are executed. Visual inspection and outback simulated use are performed in order to discard any damaged devices in production. Therefore, neither the product analysis nor the failures experienced by the customer could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 120cm outback elite re-entry catheter broke during retraction. There was no reported patient injury. The user was trained with the device. The device was stored per labeling and opened in a sterile field. A crossover approach was made with a 6f 45cm non-cordis guiding sheath. The vessel was very hard. Placement or manipulation of any of the ancillary devices (sheath, gw, gc) were not problematic during the procedure. There was no difficulty advancing the outback over the guidewire or over the iliac bifurcation. There was no difficulty getting to the target lesion. The guide wire was delivered successfully, and passed the lesion. The lesion was treated successfully. There was resistance or difficulty removing the outback from the patient, ¿they had problems to remove the outback after use. But they have no idea why¿. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. All specified ports were flushed. The ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. Per product evaluation severe kinked condition and scrapping and laceration damages observed on the body/ shaft of the unit as received for analysis.the event did not cause a clinically relevant increase in the duration of the procedure. The device will be returned for evaluation.